Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. During a left atrial appendage (laa) closure procedure a watchman ® laa closure device was implanted. However, at the patients 45 day follow-up they detected a thrombus on the face of the closure device. The patient did not present with an other complications and they were kept on their blood thinner.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a complete seal at implantation and at the 45 day follow-up. The patient will continue to maintain their anticoagulation treatment.